Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting fse found that the x-ray pc was defective. Fse replaced the x-ray pc and the software has been installed. The system-level tests have been carried out. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a total failure of the system. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.